Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of admission. The caller reported the customer was vomiting and could not stop. It was also reported the customer had gastroparesis and neuropathy. The customer was placed on antibiotics as a result of the hospitalization. The insulin pump will not be returned for analysis.